Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that "clinical staff was asked to review patients PICC line. On flushing line with saline, the saline was leaking out of the exit site of the line. The line was removed. Once the line was removed from the patient it was noted there was a hole in the line. Measurement details were not taken but the hole was internal to the patient. PICC line was inserted on (B)(6) 2019".